Event description:
During an attempt to treat a lesion in the proximal lcx using an endeavor resolute drug eluting stent; it was reported that the device could not pass through the lesion due to calcification. The physician used a new device to complete the procedure. There was no injury to patient. Evaluation summary: the device was returned to the manufacturing facility for evaluation. The distal tip was flared, indicating that it was stubbed on advancement towards the target lesion. The 9th-18th proximal stent segments were deformed beyond specification.

Manufacturer narrative:
Results: lesion morphology. Stent embolization. Conclusion: 50 lesion morphology. Lesion morphology. Stent.